Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 467 (mg/dl). Customer had not performed any correction for the bg level and requested to perform troubleshooting for the pump. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they would change their infusion set. Recommendation was made to address their bg level.